Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that eddy irrigation tip broke during use. The outcome of this event is unknown as of this MDR and further information requested. .

Manufacturer narrative:
Additional information received that all broken parts could be retrieved and no further treatment was needed. No injury. Investigation: DHR check done. Nothing unusual to report was found during DHR check. According to manufacturing center 1 customer misuse. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Root cause: customer misuse/abuse. Conclusion code: abnormal use.